Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had received beep anomaly. The customer¿s blood glucose level was unknown. The customer states she kept giving insulin due to the pump beeping, is currently low. Troubleshooting was performed for beep anomaly and noticed keeps beeping not sure the frequency. The customer states buttons were neither pressed nor accidentally pressed and there is something nearby that beeps. Advised to monitor the pump and call if issue recurs. The insulin pump will not be returned for analysis.